Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the cvc leaked at the insertion site after a few days.

Manufacturer narrative:
(B)(4) the sample was not returned; however, the customer provided one photo for evaluation. The photo was of the cvc catheter inside a bag. No defects or anomalies can be seen on the catheter from the picture. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit explains to the user how to advance the catheter and "if resistance is encountered, withdraw catheter relative to guidewire about 2-3 cm and attempt to remove guidewire." Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the cvc leaked at the insertion site after a few days.

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen catheter for evaluation. Visual examination of the catheter did not reveal any defects or anomalies. The returned catheter body measured to be 215 mm which is within specifications of 207-227 mm per product drawing. The returned catheter was tested for liquid leakage. The catheter was attached to a leak tester, the distal end was occluded, and the leak tester was turned to 300 kpa for 30 seconds. No leaks were detected from any region of the catheter; therefore, the sample passed functional testing. All three extension lines were tested. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The reported complaint of the catheter leaking could not be confirmed through examination and functional testing of the returned sample. The returned catheter did not leak during functional testing and met all dimensional and visual requirements. A device history record review was performed and no relevant manufacturing issues were identified. No problem was found with the returned catheter. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the cvc leaked at the insertion site after a few days.